Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the severely calcified left anterior descending (lad) artery. The vessel perforation occurred after deploying the promus premier stent. The physician concluded that the ablation of the rotaburr might apply the load to the vessel wall but the rotaburr and the promus premier stent were not related to the vessel perforation. The highly calcified lesion caused the vessel perforation.

Event description:
Same case as MDR ID 2134265-2014-07385. It was reported that vessel perforation and bleeding occurred. A 1.50mm rotalink¿ burr was advanced to the target lesion. The burr kept moving during ablation and did not stay in one position. It was noted that the rotation speed went down to 5000 rpm. Then a 28 x 2.50 promus premier¿ stent was deployed and was well apposed however, a vessel perforation was noted near the distal edge of the stent. In order to stop bleeding, a non bsc coronary stent graft was attempted to be deployed however, it became stuck with the recently implanted stent. The coronary stent graft was pulled forcibly. Resistance was encountered upon retracing the coronary stent graft into an unspecified guide catheter, so both devices were removed as one unit. The devices were checked outside the patient and it was noted that the 28 x 2.50 promus premier¿ stent was also removed and became entangled with the coronary stent graft. The stent was noted to be stretched. Some perfusion balloons were used to treat the vessel perforation. Subsequently, hemostasis was done successfully and the procedure was completed by implanting a 2.5x33 non bsc stent. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).